Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon used the first device and had a difficult time close it, he placed it down the trocar and then could not open it to place on the jejunum; the surgeon removed the device and did not use it. They then used a second like device, it closed but when he tried to reposition it the device would not open, the second device would not open and was removed by firing another device on either side of the jaw. The surgeon the used the other device with a white reload to continue and complete the procedure. The surgeon stated he heard a popping sound with the first device but not the second when closing the devices. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the account will not release the devices, if the devices are released a supplemental report will be sent.the batch record was reviewed and no anomalies were noted during the manufacturing process.